Event description:
The customer reported an o2 not available alarm occurrence while using the o2 tanks; the ventilator discontinues oxygen support. No patient harm reported. Patient information requested.